Event description:
An apogee system was implanted to treat pelvic organ prolapse, implant date was not reported. The plaintiff¿s attorney alleges that, as a result of having the mesh implanted, the ¿plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely undergo corrective surgery, has suffered financial and economic loss, including but not limited to, obligations for medical services and expenses, and has endured impaired physical relations with her husband.¿ it was also alleged that plaintiff, in the future, will be caused to suffer severe personal injuries, pain and suffering, emotional distress, and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.